Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Complaint device was not returned therefore a document based review will be performed. Images were provided which showed the distal part of the needle. A kink can be observed around the notch area of the needle and then a break can be observed a number of cm away from the kink. Clarification was requested to determine if the needle broke inside or outside the patient and this was clarified to be outside the patient. Clarification was also requested to determine if there were 1 or 2 kinks observed and this was clarified as 1. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1522063 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1522063. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle kinked/bent was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to hard lesion as indicated in the additional information. The hard lesion could have caused the needle to kink distally. After inspecting the device outside the patient when the doctor tried to retract the needle into the sheath the needle broke, it was confirmed that this break did not occur inside the patient and if it had been broken inside the patient then it would not have been possible to retract the needle. Complaint is confirmed based on the customer's testimony and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Incident date is jan 14th and needle is now broken at bent area. When doctor was during punction he felt it was hard to make movement so he removed the needle and noticed it was total bent, when he wanted to retrieve inside the sheath, needle broke, all parts have been kept for analysis. Patient ok.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Incident date is jan 14th and needle is now broken at bent area. When doctor was during punction he felt it was hard to make movement so he removed the needle and noticed it was total bent, when he wanted to retrieve inside the sheath, needle broke, all parts have been kept for analysis. Patient ok.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Incident date is jan 14th and needle is now broken at bent area. When doctor was during punction he felt it was hard to make movement so he removed the needle and noticed it was total bent, when he wanted to retrieve inside the sheath, needle broke, all parts have been kept for analysis. Patient ok.